Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd extension set w/ non bonded needle free valve was cracked. The following information was provided by the initial reporter: it¿s been brought to our attention of an issue with the IV extension sets. There is leakage from the tubing, they seem to be cracking when solutions run through the tube. The leak is occurring during the CT process of adding contrast through the IV connection. Under pressure the connection will start to leak the contrast. Our ems staff recently mentioned that occasionally they will have leaks at the connection point. The CT area is using a power injector to control the flow rate, which is when they sometimes have leaks. ER uses infusion pumps and manual pressure. There are no leaks with the manual pressure. Also, ER staff commented that the tubing will sometimes crack near the connection point. On a new package I opened, removing the cap for the connector was difficult and I thought I may have compromised the product.